Manufacturer narrative:
UDI not available as product was manufactured on or before 09/23/2014.

Event description:
It was reported that the patient presented in clinic for generator exchange procedure. It was noted the right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. The rv lead was capped and new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received only the connector portion was returned one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.